Event description:
Boston scientific received information that this pacemaker device had reached elective replacement indicator (eri) few months ago. Today the patient came into the clinic and the device was at end of life (eol), had printouts stated that battery status hit eol. However, print out was done a day before and says eri. The patient had experienced weak and wobbly when the device went to vvi 50. This device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.